Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a subcutaneous insulin pen as backup and a libre 3+ sensor that generated a sensor error and expiring alerts; the user intermittently disconnected the pump, administered injections, and later reconnected, with blood glucose trending down to 98, rising to 300 after reconnecting the pump, and stabilizing to 140 by the following morning; the infusion set was teflon and tubing was reported intact, and a supply and sensor change were planned and performed, with the cannula later confirmed not bent. Symptoms included elevated blood glucose. Outcomes included self-management at home without escalation of care. Investigation included customer interview and troubleshooting. Investigation of this case revealed normal cannula condition and no confirmed device malfunction, with contributing factors including a libre 3+ sensor error and sensor expiring alerts. It was concluded that hyperglycemia occurred with cause unclear, and no device failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.